Event description:
B. Braun addease contains a MFR defect, the needle inside the device is not straight therefore when it is attached to a solution bag the device leaks fluid and the product is unusable.